Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. Should the device and/or any additional information become available, a follow-up report will be submitted

Event description:
Baxter (B)(4) received a report that one (1) infusor device emptied before the expected time. This occurred during patient use. The infusor was filled with 5fu (16.30 mg/ml - wintrop) + g5%. Total fill volume = 230 ml. The infusion of a chemotherapy finished in 31 hours instead of 46 hours. There was patient involvement reported for this complaint. No patient injury or medical intervention reported during initial report. No additional information available.